Event description:
For two straight nights, we have had a problem with the malem device. The first night, the device got hot on battery insertion. So we removed the batteries and set it on one side. Then a few hrs later, we reinserted different batteries and it repeated itself by getting warm. Last night was the second night. We attempted to use the device and in the process put fresh batteries. This time, the alarm did not get hot but made a click sound. Thinking it was normal, I put my daughter to bed. But 2 hrs later, she cried in pain. We went to her room and saw that the alarm had leaked out batteries on her body and she was burnt from the heat, generated by the device. We immediately took her to the hospital where they treated her for over an hour and instructed us to report the same to the FDA. The alarm is defective and could have been fatal if we had not intervened on time. The alarm is available for analysis.